Event description:
It was reported during a meniscorrhaphy surgery in affiliated (B)(6) hospital of (B)(6), after t1 was implanted, t2 deployed simultaneously. After removed the implant, another device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent. No suture or ts remain on the insertion needle. Only t1 was returned for examination. T1 is bent mid-point of its length. The device could not be functionally tested due to its bent needle.